Event description:
It was reported to philips that a host pc defect caused system power-up failure on an allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the host pc and restored the system to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).